Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported ¿grinding noise¿ could not be confirmed or duplicated at the bench level. However, the reported ¿battery switching¿ was confirmed via review of the controller log files, which revealed several occurrences of premature power switching events prior to the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation under to evaluate these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the site that the patient was seen in clinic for routine follow up. While in the clinic, the patient complained of occasional battery switching, and a "grinding noise" heard intermittently from his controller. The vad coordinator examined all of the patient's equipment and did not see any visible debris, bent pins or obvious damage to the controller. It was advised to change controller based on patient's complaint of "grinding noise". The patient was instructed to continue to monitor batteries for any unusual behavior and notify the vad coordinator. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.